Manufacturer narrative:
Age/date of birth: unknown, information not provided. Lot#: unknown, information not provided. Expiration date: unknown as the lot# was not provided. Unique identifier: UDI# is unknown as the lot# was not provided. Device manufactured date: unknown as the lot# was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot/serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that after using blink-n-clean lens drops on (B)(6) 2020 she experienced dry eyes in both eyes. The consumer sought medical attention and was prescribed hylo forte eye drops. No culture or other type of test was performed by the doctor. The symptoms abated after using the eye drops. The patient stated that her eyes are fine now. The product is not available to be returned. The consumer used two different bottles and reported not knowing which one caused the issue. Therefore, a separate report is being submitted for each bottle. This report is one of two.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.